Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("excessive bleeding") and autoimmune disorder ("flare-ups of autoimmune conditions") in a female patient who had essure (ess205) inserted for birth control. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), ovarian cyst ("ovarian cysts"), vaginal discharge ("vaginal discharge") and infection ("infections"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, ovarian cyst, vaginal discharge and infection outcome was unknown. The reporter considered autoimmune disorder, genital haemorrhage, infection, ovarian cyst, pelvic pain and vaginal discharge to be related to essure (ess205). Diagnostic results: following the requisite time period after implantation of essure the plaintiff had an hysterosalpingogram test was done. Further company follow-up with the lawyer is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("excessive bleeding") and autoimmune disorder ("flare-ups of autoimmune conditions") in a 34-year-old female patient who had essure (ess205) (batch no. A63347) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), ovarian cyst ("ovarian cysts"), vaginal discharge ("vaginal discharge") and infection ("infections"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, ovarian cyst, vaginal discharge and infection outcome was unknown. The reporter considered autoimmune disorder, genital haemorrhage, infection, ovarian cyst, pelvic pain and vaginal discharge to be related to essure (ess205). Diagnostic results: following the requisite time period after implantation of essure the plaintiff had an hysterosalpingogram test was done. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("excessive bleeding") and autoimmune disorder ("flare-ups of autoimmune conditions") in a 34-year-old female patient who had essure (ess205) (batch no. A63347) inserted for birth control. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), ovarian cyst ("ovarian cysts"), vaginal discharge ("vaginal discharge") and infection ("infections"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, ovarian cyst, vaginal discharge and infection outcome was unknown. The reporter considered autoimmune disorder, genital haemorrhage, infection, ovarian cyst, pelvic pain and vaginal discharge to be related to essure (ess205). Diagnostic results: following the requisite time period after implantation of essure the plaintiff had an hysterosalpingogram test was done. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical records received: lot number and reporter information were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain'), genital haemorrhage ('excessive bleeding /constant bleeding') and autoimmune disorder ('flare-ups of autoimmune conditions') in a 34-year-old female patient who had essure (ess205) (batch no. 509813) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included infertility and cyst rupture. Essure confirmation test done form 2007 result :- total bilateral occlusion. Previously administered products included for an unreported indication: clomid. Concurrent conditions included migraine, hypothyroidism, depression, anxiety, headache, multiple allergies, sinusitis, polycystic ovarian syndrome, low back pain, herniated disc, tenderness and hypothyroidism. Family history included lung cancer, diabetes and hypertension. Concomitant products included allantoin;aloe vera;chlorhexidine gluconate (alorex a), alprazolam (xanax), ethinylestradiol;ferrous fumarate;norethisterone (femcon fe), ethinylestradiol;norethisterone (ovcon), ethinylestradiol;norethisterone acetate (loestrin), fexofenadine hydrochloride (allegra), levonorgestrel (mirena) and levothyroxine sodium (synthroid). On 15-may-2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), ovarian cyst ("ovarian cysts"), vaginal discharge ("vaginal discharge"), infection ("infections"), vaginal haemorrhage ("abnormal bleeding(vaginal ),"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("lower abdomen"). The patient was treated with surgery (essure removal/ hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the autoimmune disorder, ovarian cyst, vaginal discharge, infection, dyspareunia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, autoimmune disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, infection, menorrhagia, ovarian cyst, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Diagnostic results: following the requisite time period after implantation of essure the plaintiff had an hysterosalpingogram test was done. Concerning the injuries reported in this case, the following one were described in patients medical record: menorrhagia, dysmenorrhea., lower abdominal pain. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 21-jun-2019: pfs&mr received reporter information, insertion date, removal date, date of birth, lot no was added. New event was added vaginal hemorrhage, menorrhagia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), lower abdominal pain. Severity added lower abdominal pain. Outcome added pelvic pain, dysmenorrhea (cramping), vaginal hemorrhage, menorrhagia, genital hemorrhage. Concomitant drugs and historical drug were added. Medical history was added.second follow up frd:- (04-apr-2018)was deleted reporter information and lot number. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.